Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the communicator was unconfirmed. The communicator passed all debug tests. Product investigation result also confirmed that a wrong communicator power cord was returned since the power cord returned was for a cellular phone.

Event description:
It was reported that the patient called as the communicator was very hot and had no lights. The patient was partially blind and has difficulty unplugging the communicator. There were no additional adverse patient effects were reported. The company representative opted to send a new communicator.

Event description:
It was reported that the patient called as the communicator was very hot and had no lights. The patient was partially blind and has difficulty unplugging the communicator. There were no additional adverse patient effects were reported. The company representative opted to send a new communicator.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the communicator was unconfirmed. The communicator passed all debug tests. Product investigation result also confirmed that a wrong communicator power cord was returned since the power cord returned was for a cellular phone and the communicator's front panel icons indicated the normal operation of the communicator. This supplemental report is being filed to correct the b5: describe event or problem, h3: device evaluation by manufacturer and device not eval by MFR code and h10: additional MFR narrative.

Event description:
Boston scientific received information that the patient stated communicator is very hot. The communicator was disconnected and no injuries or damages has been reported. A boston scientific company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.